Event description:
The external indicators on the drape were incorrect, while the internal indicators on the drape were correct. The drape was placed on the patient incorrectly. A pacemaker/ep drape was used. A replacement drape was used after the initial drape was removed. No patient harm or contamination occurred. Medical action industries were notified of the mislabeled drape.